Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the delivery catheter and the pacing lead got caught on the helix and the lead did not come off even when it was turned counterclockwise, so it was removed by pulling the lead. It was reported that the helix was extended by the adhesion of the pair to the helix site. The lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.